Event description:
The lay user/ pt contacted lifescan (lfs) alleging that her one touch ultra meter gives her "erros" and she was not going to use the meter anymore. On the evening of 2006 the pt tested her blood glucose three times within 10 mins from one another and obtained the following results 200 mg/dl, 347 mg/dl and 271 mg/dl. Prior to going to bed she tested her blood glucose and received a 170 mg/dl and 30 mins later when into a conclusion. She drank juice, and retested and obtained a 45 mg/dl. She claims that she ran a control solution test and test strips fell within range. She was unable to run a control solutin test with a cutomer care advocate (cca) since she was unable to find the solution. The test strips were in good condition an not expired and the technique of applying blood on the strip was correct. Cca sent the pt a replacement meter. No further clinical info was provided. It would have been helpful to know the pt's diabetes regimen, whether the tp took any medication with the 170 mg/dl, symptoms with the 170 mg/dl and the readings prior to the back-to-back testing. The complaint is being reported because the pt experienced symptoms 30 mins later after receiving the 170 mg/dl. The pt later treated herself with food and then got a blood glucose test result of 45 mg/dl.